Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced downstream occlusion sensor test are failed during evaluation. The cause was identified to be the downstream tubing guide out of specification, which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device experienced downstream occlusion sensor test failures. No additional information is available.